Manufacturer narrative:
Radiographs confirming the event were received. DHR review and product investigation cannot be completed as the product has not been returned because the device was discarded after revision (B)(6) 2017. No screws were replaced at that c7 at the surgeon discretion. Plate remains in the patient. Complaint information has been forwarded to neurostructures inc. The manufacturer, who also submitted medwatch 3500a report number 3008853203-2017-00002.

Event description:
Surgery was c4-c7 acdf and a partial corpectomy on (B)(6) 2016. Cervical plate migration. Screws backed out of the cervical plate at c7.